Event description:
On (B)(4) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a type b dissection. On (B)(4) 2012, the apical wire fracture was discovered on CT scan control at 36 months f/u exam. There have been no clinical consequences to the pt. The physician does not plan any additional treatment.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Upon imaging eval, there appears to be a single apical wire fracture on the 2011 and 2012 images. The wire pattern appears to be intact on the 2009 and 2010 images. The proximal landing zone diameter appears to be 32mm. The root cause for the wire fracture cannot be determined with the available info.